Event description:
This pi is for right knee. It was reported through stryker active's facebook page, "had knees replaced 3 years ago and they still hurt. Would never do it again."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.